Event description:
It was reported that a patient presented to the clinic in (B)(6) 2020 with noise on their right ventricular lead that was resulting in oversensing. Programming changes were made to address the issue. The patient was seen in clinic again on (B)(6) 2021, where it was noted that the issue had been resolved. The patient was stable throughout.